Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customers spouse assisted the customer in addressing the elevated blood glucose by changing pump supplies. The customer also delivered a correction bolus via the pump and gave manual dose injection. The customer resumed insulin therapy.